Manufacturer narrative:
The customer reported that they were not receiving audible alarms at the central station, only visual indicators. A review of the central station alarm logs for (B)(6) 2014 for bed 323b from 07:46:33 until 08:16:00 indicated that there were 25 ***tachy, 2 ***asystole and 1 ***vtach alarms, all of which were silenced at the central station. From 07:46:33 until 07:48:30, all of the alarms were silenced within seconds of occurring, which might contribute to the fact that the alarms were not heard. From 08:05:27, until 08:16:00, the alarms annunciated longer before being silenced, which could account for the fact that the staff stated that those alarms were heard. A review of the provided strips does indicate periods of tachy rhythms. Unfortunately, no strips from alarm review were provided. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Event description:
The customer reported that they were not receiving audible alarms at the central station, only visual indicators. This is being reported as a serious injury. The customer reported that the patient was connected to defibrillator, but no comment on further treatment. The patient was put back on telemetry device. The customer reported that the patient had possible seizure event prior to incident.